Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, there were ribbon blue pixels that occurred at the latter part of the treatment. The user laid off the pedal and decreased the wattage to 78%. There were no patient complications reported in relation to this event.